Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was discolored and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: during investigation, a visual inspection of the pump revealed the display screen had dim, discolored and fading lettering.